Event description:
It was reported that during the lead implant, high thresholds were observed in all locations attempted. The lead was not implanted and was replaced with an active fixation lead. The caller suspected that the patient anatomy was the cause of the issues observed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. The full lead was returned and analyzed.